Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error message occurred during aspiration. A spiroflex® angiojet® thrombectomy set was being used in a thrombectomy treatment procedure. During the priming process an error message occurred and it was noticed some saline in the pan near the pump head of the catheter or the base of the pump. The catheter was able to finally prime and was able to be used for a couple of rounds inside the patient and then the catheter stopped working and an error message displayed. The procedure was completed with a different device. No patient complications were reported.